Event description:
In a published citron research article titled intuitive surgical: angel with broken wings, or the devil in disguise? On january 17, 2013, it was stated in an embedded link on page 22 that in december 2003 the widow of a (B)(6) teacher filed a lawsuit after a doctor at [hospital] accidently cut his aorta and the vena cava while using the da vinci surgical robot to remove a cancerous kidney. The lawsuit alleged that the hospital allowed doctors inexperienced with the robot to perform the surgery. The claim further charged that the hospital was more interested in using its new device than in ensuring her husband's safety. According to the legal findings in this case, the complaint was filed on (B)(6) 2003 and the only named defendant was the hospital. The allegations stem from the claim that the decedent underwent a total nephrectomy procedure. The complaint also alleged that isi had estimated 18 robotic surgeries were necessary to be proficient with the system and that isi certified the doctor after only three training sessions. The complaint stated that the decedent suffered from a severed aorta and vena cava. In addition, it was alleged that a lap pad was left inside of the decedent that they had to re-open and recover. There was also reference to a missing needle, which was never explained by the hospital. The decedent died two days after the surgery. These allegations were not previously reported to intuitive surgical and have not been substantiated. Any further information received by the company will be provided via a follow up MDR.

Manufacturer narrative:
Intuitive surgical was not able to obtain additional information concerning the reported event as of the date of this report. A follow-up MDR will be submitted if additional information is received.